Event description:
Drive medical has rec'd a customer complaint on a rollator originally imported by drive medical and privately-labeled for another distributor. It was reported that the end-user was sitting on the rollator seat on a slanted driveway and trying to move her body to stop the rollator from rolling away. It's alleged that one rollator leg snapped off causing the end-user to fall. The end-user allegedly sustained a bruise on her knee and a broken wrist. This MDR report is based on the customer complaint.